Manufacturer narrative:
Batch review performed on 28 jun 2019: lot 144214: (B)(4) items manufactured and released on 05-sep-2016. Expiration date: 17-apr-2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 other similar event reported, in total 4 items involved (2 in this complaint). Additional implant involved in this event: pedicle screw 03.50.432 rod cocr 5.5x300 (k121115) lot. 144215. Batch review performed on 28 jun 2019: lot 144215: (B)(4) items manufactured and released on 03-jun-2015. Expiration date: 03-may-2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 2 other similar events reported (4 items involved). Visual inspection performed by r&d project manager: in all the three rod packages the inner peel pouch is broken. A potential root cause of the event could be a shock during the delivery of the implant.

Event description:
Once the nurse opened the box of the implant (2 of 200 mm rods and 1 of 300 mm rod), the packaging of the rod (double "paper") was broken. Another rod (5.5x300) was opened and used but, in order to have the desired dimension, it was cut.